Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge displayed a fill estimate of 390 units. The customer reloaded the cartridge and received an additional inaccurate fill estimate. Blood glucose level was 245 mg/dl. Reportedly, the customer had an insulin pen available for alternate insulin therapy.